Manufacturer narrative:
(B)(4). Results: articulation bar, cartridge. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, the knife was noted to be advanced into lockout region thus, the device would not open. Furthermore, the articulation mechanism was noted to be damaged as would not hold the articulation setting. An ecr60t cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure when the surgeon intended to fire the first reload on the pyloric antrum the stapler went immediately after activation to the lock out position (short power noise was hearable). Thereafter he wasn't able to use the device anymore. Apparently not even the return knife button worked. As a last way to open the jaws, the surgeon had to use the manual override lever. To continue the procedure they used a new stapler with a new reload. No patient consequences reported.